Event description:
It was reported that the valve did not have elasticity or flexibility causing incorrect functioning.

Manufacturer narrative:
The valve was patent, and passed reflux and leak testing. The valve performance met established specifications for pressure-flow at 46.8 ml/hr, 5.5 ml/hr and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.